Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned and visual inspection was normal. Interrogation of the device revealed it was above elective replacement indicator (eri) when received. The cause of infection could not be traced to the device.

Event description:
It was reported that the patient presented for a lead revision procedure to correct the lead dislodgement due to twiddler and the lead exhibit failure to capture and improper sensing. Besides, it was noted that the device had migrated and exhibited failure to capture and improper sensing. The infection was noted once the pocket was open. The entire gallant system including the right atrial lead and the right ventricular lead were explanted due to pocket infection, there was no allegation of infection being device or procedure related. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
Correction: b6: previously need to mention fluoroscopy in the b6 - relevant tests/laboratory data, including dates section.